Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported patient is scheduled for a full revisions surgery due to high lead impedance. Staff from the physician's office responded to a request for additional information by providing incorrect data assumed due to a clerical error. The physician's office later responded that they do not have the information being requested. The implant facility has responded to the request for lead information that they do not have records from initial implant surgery as records >10 years are purged. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient had full revision surgery. The facility has reported that the explanted devices were not sent to pathology. They are assume to have been discarded. No other relevant information has been received to date.